Event description:
The pt was implanted with a left ventricular assist device. Approximately 6 months post-implant, the pt was admitted to the hospital due to increased signs of hemolysis, renal insufficiency and hepatic failure. An increase in motor power was observed. A decision was made to exchange the pump.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump with no further issues reported. The manufacturer is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.